Event description:
It was reported that during a normal pump replacement due to end of life (eol) on (B)(6) 2013 the surgeon had difficulty aspirating the catheter. The surgeon attempted to aspirate the catheter and the catheter clearly had black residue at the connection point, as did the pump. As the catheter would not aspirate it was determined that a future issue may have been likely. It was also stated that there was a catheter occlusion at the pump connector. It was noted that the previous managing physician did use compounding pharmacies and drug cocktails. The doctor did not want to revise the catheter at this time. There were no patient symptoms. The device system delivered morphine and fentanyl. It was further reported that a change in medication concentration was made at the time of the replacement surgery and a bridge bolus was performed. It was later reported that the black residue was at the sutureless pump connector site and the doctor cleaned it out. It was noted that the pump was visibly affected by the residue. The residue could be seen through the clear silicone next to where the pump attached to the catheter. No further troubleshooting was performed. The physician was aware that there may be an issue later on. It was also noted that the previous managing physician was known to use baclofen among other medications; however, the reporter did not have access to those records. The patient was still receiving good therapeutic relief.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8578, lot# n072728, implanted: (B)(6) 2007, product type accessory. (B)(4).